Event description:
Vomiting [vomiting], weakness [asthenia], lethargy [lethargy], chills [chills], sepsis [sepsis]. Case description: a spontaneous report was rec'd on (B)(6) 2011 regarding an (B)(6) yr old female pt, initials m-l-m, who experienced vomiting, chills, weakness, lethargy, and sepsis after receiving synvisc-one. The outcome in the pt was "death". On (B)(6) 2011, the pt's daughter reported the following: the pt has rec'd synvisc-one in the past in (B)(6) of 2009. In the current series, the pt rec'd synvisc-one (not known if in one knee or both) on (B)(6) 2010. Two days after receiving synvisc-one, the pt began experiencing vomiting, weakness, chills and lethargy. Four days later on (B)(6) 2010, the pt was admitted to the hospital. The pt died on (B)(6) 2010. The pt's daughter stated that the cause of death was sepsis. She also stated that the pt had a history of feather allergy. On (B)(6) 2010, a company physician contacted the hcp. The hcp confirmed that the cause of death was sepsis. He did confirm that the event of sepsis was "not related" to the use of synvisc-one in the pt. The hcp also stated that he could not divulge any further info regarding the event sepsis until a release of info form is signed. At the time of this report, no other info was available. MFR's comment: the risk-benefit relationship of the product is not affected by the report.